Event description:
It was reported to boston scientific corporation that a naviflex delivery system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure that was performed in the common bile duct on (B)(6) 2012. According to the complainant, during the procedure, difficulty was experienced when attempting to deploy the stent in the common bile duct and the delivery system kinked near the handle. The guide catheter accordioned and became stuck in the stent, the stent would not deploy. The physician completed the procedure by dilation instead of placing a stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed the push catheter to be broken, therefore this is now an MDR reportable event.

Manufacturer narrative:
The event revealed by the investigation of push catheter broken. A visual examination of the returned device noted that the push catheter was buckled and split open near the proximal hub, exposing the pull wire. The pull wire was bent. The pull wire cap was detached and not returned. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.